Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker potentially exhibited oversensing. The health care professional (hcp) questioned whether this advisory device would be impacted if the patient is atrial-dependent. Technical services (ts) was consulted and explained that the risk of harm is determined by the physician. The hcp noted the patient had premature ventricular contractions (pvcs) and what appeared to be far-field oversensing. No adverse patient effects were reported. This pacemaker remains in service.